Event description:
A surgeon reported that during a procedure, a system message displayed when attempting to infuse silicone oil. Also, the fan noise was noted as unusually loud. Manual injection of the oil was performed, and the case was completed without harm to the pt.

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The company rep advised the customer to restart the system. The system message was resolved by restarting the system. The facility did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of the reported event, (B)(6) 2013, was able to confirm the customer reported system message. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the customer reported event was determined to be an issue with the sound handler. An internal investigation has been opened to address this issue. (B)(4).